Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the night before this report, while sleeping the tubing broke off at the quick release. However, the patient noticed tubing detachment upon waking up and blood glucose level was 487 mg/dl, he changed the set and site. He self-treated with pump and was also on temporary basal. Hw was also trying to get ketone level down. The site location was at right side of the abdomen and the pump was clipped onto pants on right side. The infusion had been in use for two days. Reportedly, the infusions were stored in air-conditioned space. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, his blood glucose level was 387 mg/dl. No further information available.